Event description:
Pt complained of chronic penile pain. The tips on the prosthesis which lay directly beneath the glands were extremely tender, and that is where the pt had most of his pain. The pointed ends of the device were rather sharp to palpation.